Event description:
It was reported that patient had a prolonged low flow alarm for 6-7 seconds with a syncopal episode will supine in bed. No arrhythmias were noted on telemetry. Right heart catheter pressure was stable. A review of the log file revealed low flow events on (B)(6) 2022 and (B)(6) 2022. Some of the low flow events were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The low flow events occurred at times when the pulsatility index (pi) was elevated. The speed changes started on (B)(6) 2022. Additional information revealed that the cause of the low flow alarms were due to hypertension and pump position. The low flow alarms decreased significantly after the patient received entestro (sacubitril-valsartan) and their pump speed was reduced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion according to the account, the low flows were due to the patient¿s hypertension. A direct correlation between (B)(6) and the reported hypertension and syncope could not conclusively be determined through this evaluation. The reported low flow events were confirmed through analysis of the submitted log files. The account reported that the patient had a witnessed a prolonged low flow alarm with a syncopal episode while supine in bed. The account communicated that the cause of the low flow alarms was due to the patient¿s hypertension and position in bed. Their heart failure medication was increased, and pump speed decreased which decreased the alarms significantly. There was no evidence for pump inflow malposition, and no revision was performed. Imaging was done to confirm that the pump position is accurate for patient. Their hypertension was managed with medication optimization and low flow alarms have almost completely subsided. The patient was stable and discharged. The controller event log file captured 18 low flow fault flags which resulted in 8 low flow hazard alarms on 19oct2022 and 20oct2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. The heartmate 3 lvas IFU, rev. C, lists hypertension and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04dec2019. No further information was provided. The manufacturer is closing the file on this event.